Manufacturer narrative:
Philips has investigated this complaint. The clinical usage of the system is unknown. Patient and the procedural outcome is unknown due to insufficient info. The resolution and root cause of the reported problem were unable to be determined as the customer did not respond to this service. Since the customer chose to decline service, no device inspection could be performed by philips and no further information is available. The codes were updated based on the investigation outcome. H3 other text : on-site evaluation cancelled; no response received for further information.

Event description:
It has been reported to philips that the live monitor turned off. No harm has been reported to philips. Philips has started an investigation of this complaint.